Manufacturer narrative:
Continuation of d10: product ID a820, lot/serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding patient programmer. It was reported that when she tried to connect to the pump to bolus, it got to 90 percent and then lags for 10 minutes if not more. The patient stated that she was in a lot of pain and when she needs to bolus she needs to bolus. She also goes to physical therapy and the first 10 minutes of therapy was waiting to bolus. The patient boluses six times. The patient mentioned that she had pancreatectomy and has been in pain and shear agony for 25 years. (Prior to implant). The agent updated new managing physician.